Event description:
It was reported that, during service/maintenance, the gastrointestinal videoscope tested positive for 30 colony forming units (cfus) of aerob-mesophile. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. Additional findings during the inspection found that the air/water-cylinder (tube) and the air/water-tube both have foreign objects. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling: all available channels. Bacterial identification: >150 escherichia coli, enterococcus faecium. Olympus hmi results 1st sampling: conform: sampling date: (B)(6) 2025; sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, olympus confirmed a white foreign material came out of the device. Investigations into the white material confirmed the use of products that contain silicone can cause deposits of white foreign material. Silicone is included in simethicone, a defoaming agent, lubricants and like products. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instructions for use. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A definitive root cause of the foreign material was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.